Manufacturer narrative:
Although the initial evaluation for porosity on the returned product, which was reported to the FDA in the first follow-up report for this event, showed that the dr's experience did not appear to be production-related, a section of the returned segment of the unimplanted section of the product was also evaluated by co's consulting pathologist. A copy of that report is submitted. Based upon both evaluations, the MFR believes the leakage portion of the incident is not production related.

Event description:
The dr claims that the graft was implanted as an above-knee femoro-popliteal graft, and after the clamp was released, it leaked an unknown quantity of blood in the form of droplets along its entire surface. The leakage was only visible on the exposed 40 cm section of the graft, the remainder had been anastomosed in place and was covered by tissue and not visible. The heparin was reversed with protamine. After aproximately ten minutes, the graft became blood-tight. The unused 40 cm section was removed and the implanted section was left in the pt. No blood was needed to be replaced to the pt. The pt's post-operaive condition is ok. On 3/10/1998, co learned that the pt is currently being treated with antibiotics for an infection of unknown origin.